Manufacturer narrative:
(B)(4). The service engineer (se) replaced the graphic user interface (gui)printed circuit board (pcb) and both invertor boards. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during setup, a 840 ventilator had a blurry screen on the lower display. There was no patient involvement.